Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm was confirmed via analysis of the returned centrimag console. The returned centrimag console (serial number: (B)(6)) was evaluated at the european distribution center alongside known working test centrimag equipment. The returned unit was powered on and upon completing the bootup sequence an s3: system alert alarm activated. It was also observed that no flow measurements were being displayed on the screen. The issue was isolated to the flow printed circuit board (pcb) and the pcb was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned flow pcb revealed that a fuse in the 5v voltage supply circuitry was electrically open, which would result in the reported event. The fuse was replaced with a known working fuse and the issues resolved. The flow pcb was installed in a known working test centrimag console, and the unit was powered on without any issues or atypical alarms produced. The motor speed was then increased to a speed of 3500 revolutions per minute (rpm) and the flow reading also increased to approximately 4.85 liters per minute (lpm). A log file was downloaded from the returned centrimag console, and data from the event date of 05nov2024 was reviewed. The system was observed to be operating the motor at a speed of 4700 rpm and a flow of approximately 7.30 lpm. The log file captured a s3: system alert alarm on (B)(6) 2025 at approximately 10:33 that was associated with a voltage supply issue; this is consistent with fuse in the 5v voltage supply circuitry being electrically open. Following the s3 alarm, the flow reading was also observed to have dropped to 0 lpm. The alarm was muted within a minute of activating. The system was then manually shutdown on (B)(6) 2024 at approximately 11:25 and was removed from patient use for the remainder of the log file. The reported event was determined to be due to compromised fuse on the flow pcb; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 9: ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was s3- system warning alarm.